Event description:
It was reported that a cartridge alarm occurred. Reportedly, the customer was not performing proper air removal techniques. The customer's blood glucose (bg) level was displayed as "high"; however, no specific value was provided. Customer delivered a correction bolus via the pump to address bg. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin.